Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588 lead, implanted: (B)(6)2008, c6tr01 crt-p. Implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient received a call from the clinic that the right ventricular (rv) lead integrity alert had sounded for a low pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.